Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the video connector latch was worn out, causing poor connection with pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus, the visera elite video system center was having connector issues, the receptacle for the camera was not latching on to the connector and repeatedly coming loose. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the receptacle was always coming off because the video connector latch was worn out. Olympus will continue to monitor field performance for this device.